Event description:
The pt was implanted with a siltex saline mammary prosthesis on 2/6/97. Subsequently, the device was deflated during the evacuation of a hematoma. The device was removed on 2/12/97.